Event description:
Alert for rvtip to coil impedance of 190ohms from (B)(6) 2023. Impedances remain stable. Tip to coil has been hovering just above 200 ohms for the entire visible impedance trend. Bipolar is also on the low side. But both trends are very stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).